Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that maybe about 3 weeks ago, they went on a vacation and they couldn't figure out how to put their device into airplane mode and they didn't even know what they did but ever since then, their symptoms were almost like before the implant was placed. The patient stated they didn't know if they did something to cause the return of symptoms. Patient said they hadn't even known how to turn the handset on and they certainly hadn't gone into the application. Patient services reviewed with the patient that if they hadn't touched their therapy application they hadn't done anything to their implant settings why they were searching for airplane mode. Patient services asked the patient if they'd had any falls or traumas that could have led to the issue and the patient stated no, that it just kind of happened back in the end of april and while they hadn't yet reached out to their managing healthcare provider, they were hoping maybe they could make an adjustment. Patient services reviewed the role of patient services with the patient but also offered to assist the patient in making the adjustment as they said they hadn't known what to do. Patient services reviewed therapy expectations, device description/function and programming and stimulation considerations and walked the patient through connecting to their settings to make an adjustment. Patient was able to connect to see their settings. The therapy was on and the stimulation was at 0.8 ma on program 3. The external devices were functioning as intended at the time of the call. Patient increased the stimulation to 1.0 ma and confirmed they could feel the stimulation comfortably in their bicycle seat region. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.